Event description:
It was reported by the patient that they were seeing the reposition antenna message on their recharger when trying to charge their implanted neurostimulator. Patient stated they keep turning the dial, but cannot connect. Agent reviewed longevity information with patient, but confirmed patients implant should not be at end of service quite yet. Patient confirmed no physical damages to equipment. Patient attempted to start charging on call, but patient reported reposition antenna message with an I in the corner. Patient stated this started several weeks ago, and today they had an MRI, but was unable to do it because they wanted patient to charge implant and patient tried to charge a few days ago and then yesterday, and was still unsuccessful. Staff at MRI facility also was unsuccessful in charging patients implant. An email was sent to the repair department to replace the recharging antenna. Patient stated they see dr. (B)(6) since moving, but only for injections. Patient met with 3 doctors since moving, but all doctors stated they were unfamiliar with medtronic devices. Agent sent email of physician listings. Pt called back and says replacement insr antenna did not fix t he issue and are still seeing reposition antenna screen. Asked pt if its been awhile since last charging the ins, and they said yes. Reviewed that ins could be in overdischarged state, and to follow up with hcp. Pt was sent hcp listings during original call, and will call a doctor from that list. Pt called back stating that their ins is in 'sleep mode' and they were unable to get an MRI. Pt stated they will be going to their 'regular' hcp office and asked about getting the ins out of sleep mode.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.